Manufacturer narrative:
The product was returned for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported to integra that the threads of the (B)(4) swivel assembly standard, a subcomponent of the a2079 mayfield infinity xr2 base unit, broke off in the skull clamp. It was unknown if the device was in contact with the patient or if there was patient injury. Additional information has been requested.

Event description:
N/a

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Unit received with the the xr2 standard adaptor knob threads broken off in the xr2 clamp base. A DHR review cannot be performed at this time as the lot number was not provided. Repair depot confirmed complaint event. Device received with broken knob. Root cause is unknown, however the most likely root cause of complaint event is: user applied torque to knob in excess of material strength of screw thread. Or combination of user torque and clamp support load exceeding screw thread strength. The knob is plastic. Plastic is commonly known to not behave like metal. Testing has shown that existing knob will break if too much torque or lateral force is applied. To prevent reoccurrence integra pd has implemented alternate radiolucent materials for knob to increase durability.